Event description:
It was reported that the sys shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep evaluated the sys and replaced the batteries, relubricated the candlestick connectors, and performed a filament calibration. The system operates as intended.